Event description:
It was reported to medtronic neurosurgery that the patient is having problems with her shunt. It was also reported that the patient is experiencing double vision, pressure behind her eyes, and dizziness.

Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. It was later reported that the symptoms the patient experienced were related to pre-existing conditions. It was also reported by the physician that the shunt was examined and is working properly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.